Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible over delivery anomaly not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer blood glucose level was 2.2 mmol/l at the time of incident. The customer was treated with food or sweets customer's another blood glucose level was 5.8 mmol/l . Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleged that insulin pump was over delivering due to low blood glucose as there were no alerts received before the low and no other alerts received. Customer actions prior to the event was normal. Customer had been experiencing for 4 hours customer was assisted with troubleshooting for low blood glucose. The device will be returned for analysis.